Event description:
It was reported that the device has a cracked case, alarms/indicators not working.

Event description:
It was reported that the device has a cracked case, alarms/indicators not working.